Manufacturer narrative:
The device was recently returned but has not yet been evaluated. A supplement report will be submitted once the evaluation has been completed.

Event description:
Allegedly, during a laparoscopic appendectomy procedure, the jaws of the instrument broke off inside the patient. The broken jaws were retrieved and there was no impact on patient.

Manufacturer narrative:
One of the jaws on the distal end of grasper insert has broken off. Although we cannot confirm, damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.